Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on july 13, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Clarification: when the previous mw was submitted, only the device photos were received and photo analysis was done. Now the device has also been returned and lab analysis completed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: two openings observed on radius side assessed as fold flaw opening. Additional observations: ¿ creases were observed. ¿ non-penetrating nicks observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.